Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cabinet intermittently shut down while nurses were attempted to remove medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet kept shutting down. A field service engineer (fse) arrived at the station and observed that no failures were indicated. The fse checked the entire station using the hardware test application and reviewed the event viewer, identified intermittent power failures, found damage to the pyxis bus cable in the main cabinet, and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.